Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had 11 stations on critical override. The technical support specialist confirmed with the customer that the issue is currently resolved and no other device in the facility or other facilities sharing the network are facing the issue. The tsc confirmed that there was no delay in patient care. The system functioned as intended after troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had multiple devices on critical override. The customer stated that 11 medstation es are on critical overrides, and they are not able to pull control medications due to this issue. There were no adverse events or injuries reported based on this event.